Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A hole in the tubing below the closed sleeve was observed during visual inspection, and the leak test failed due to the hole. The reported problem was verified. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube near the twist clamp on a titanium transfer set leaked. This event occurred during use with patient involvement. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.